Event description:
It was reported that patient presented to hospital after receiving a patient notifier for pacing lead impedance. Based on x-ray review no externalized conductors were observed. Patient was asymptomatic and no adverse consequence to the patient was reported. Physician elected to monitor the patient.